Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick or adverse event was reported. Customer did not provide the lot number of the device, nor the lancets. The customer discarded the device.